Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Customer has received back repair and the unit is still experiencing the same issues and would like to send it back for repair - knee is locking up patient complained that knee inadvertently failed to release into swing phase resulting in falls. This never happened with trial or service units 3 falls: 1st fall: at home walking along hallway on (B)(6) 2018; neck of femur fracture; hospitalized for 4 weeks. 2nd fall: walking in shopping mall on (B)(6); elbow laceration; no hospitalizations but ongoing medical treatment as outpatient. 3rd fall: walking at home in living room (B)(6) 2018; bruised pelvis; no hospitalizations but ongoing medical treatment as outpatient.

Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.